Manufacturer narrative:
Previous codes of tilt, thrombolysis, perforation of organ, new codes retrieval difficulty, inferior vena caval occlusion, clotting ,dyspnea. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused thrombolysis, mesenteric perforation and tilt of the filter. The patient reported becoming aware of tilt, blood clots, clotting and/or occlusion of the inferior vena cava (ivc), mesenteric perforation and shortness of breath, at some point within the same year that the filter was implanted. Approximately eight years post implant there was an unsuccessful percutaneous removal attempt. According to the medical records the indication for the filter implant was bilateral pulmonary embolism and bilateral deep vein thrombosis (dvt). The filter was placed via the left femoral vein and successfully deployed in an infrarenal position. There were no reports of complications. Approximately eight years and six months post implant the patient underwent an unsuccessful attempt to recanalize totally occluded left and right iliac veins, ivc and ivc filter. Approximately one week later, during a follow up to the previous procedure, the patient was found to have dvt from the left femoral vein to the origin of the popliteal vein. The patient was asymptomatic with worsening edema of the left lower extremity. The patient underwent placement of an ekos catheter and catheter directed thrombolysis. The following day the ekos catheter was after venography showed successful recanalization of the occluded left femoral popliteal venous system. The following day successful balloon venoplasty and stent placement of the occluded ivc filter, ivc, iliac and common iliac veins was performed. Approximately eight years and eight months post implant a computed tomography (CT) scan of the abdomen was performed for complaints of abdominal pain. No acute process was noted in the original report. An additional review of the scan, focusing only on the ivc filter noted a trapease filter tilting with apex against the wall, 8mm vertebral and 4mm mesenteric perforation, and ivc stenosis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Shortness of breath does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient: physical and emotional damages from thrombolysis, mesenteric perforation, tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain, suffering, loss of enjoyment of life, distress and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 9 yrs post implantation. The patient reports per the patient profile form (ppf), the patient reports tilt, blood clots, clotting and/or occlusion of the ivc, mesenteric perforation and shortness of breath. An unsuccessful percutaneous removal attempt was done. The patient became aware of these events sometime in 2010. Per the medical records: (B)(6) 2019 CT of the abdomen reveals a trapease filter tilting with apex against the wall, 8mm vertebral and 4mm mesenteric perforation, and ivc stenosis. (B)(6) 2019 left leg dvt with edema, ekos thrombectomy with successful recanalization of left fem-pop venous system and ivc filter with pta and stenting. (B)(6) 2019 bilateral dvt, attempted recanalization of totally occluded bilateral iliac veins, ivc and ivc filter unsuccessful (B)(6) 2020 the indication for filter was bilateral pulmonary embolism, and bilateral dvt. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with mesenteric perforation. The patient also reported having required treatment with thrombolysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and mesenteric perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Due to the nature of the complaint, the reported thrombolysis treatment that the patient experienced could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient: physical and emotional damages from thrombolysis, mesenteric perforation, tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain, suffering, loss of enjoyment of life, distress and other damages.